Manufacturer narrative:
The device was not returned for evaluation. A potential root cause for this failure could be "incorrect tooling".the lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following:"caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. To avoid the possibility of a hematoma due to wound evacuation, the instructions for use should be carefully followed. To avoid the possibility of drain damage or breakage: additional perforations should not be made in the drains. Avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked during closure for free motion to avoid possibility of breakage. Drain removal should be done gently by hand. They should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Warning: surgical removal may be necessary if drain is difficult to remove or breaks."

Event description:
It was reported that the drain in the right hip broke off, leaving a portion of the drain in the patient. The removal attempt was on a two day postoperative right total hip arthroplasty revision patient. The patient required surgical intervention to remove the retained portion. The drain broke at the junction of the flat drain to the tubing.